Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a hole in the balloon and it physically broke. The trocar balloon came stuck. There was no patient injury.